Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-12990 knee scorpion had an issue, the clasp portion of the instrument broke during the case. This was discovered during use with no impact to the patient. Additional information has been requested. On (B)(6) 2023, the sales representative provided the following additional information via email: this occurred during a knee procedure. The clasp portion broke inside the patient, and all fragments were retrieved. Another ar-12990 knee scorpion, lot number unknown, was used to complete the case, and the patient is fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.